Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, 90% stenosed, de novo lesion in the proximal left anterior descending (plad) artery. Using a femoral access site, pre-dilatation was performed with 2.5 x 12 mm balloon catheter at 12 atmospheres (atm). A xience prime 3.0 x 33 mm was deployed at 16 atm and a distal edge dissection occurred. Another xience prime 3.0 x 23 mm was used to cover the dissection. There was no reported clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.